Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. Analysis also determined that the distal conductor and proximal conductor were distorted. The outer insulation was breached cut and had a cosmetic depression. There also was blood/body fluid noted in the proximal conductor (not obstructed) and on the helix mechanism. Apparent explant damage was also noted. (B)(4): the full lead was returned, analyzed, and no anomalies were found. Analysis also determined that the inner insulation was kinked and buckled. The outer insulation was breached cut and had a cosmetic depression. The lead was stretched and had apparent explant damage. Blood/body fluid was also noted on the helix mechanism and proximal conductor (not obstructed).

Event description:
It was reported that there was high impedance and high thresholds on the atrial lead. In the course of explanting the atrial lead, the right ventricular lead was damaged, which was indicated by a sudden increase in impedance. The atrial and ventricular leads were removed and replaced. No patient complications were reported as a result of this event.